Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the undetected occlusion, however, this could not be reproduced. The device was found to be in specification and no related failure could be identified.

Event description:
During baxter's functionality testing, it was observed that a spectrum pump did not detect an upstream occlusion when an upstream occlusion was present.